Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the drill tip broke off in the patient. There was no reported harm or injury to patient as a result of the foreign object and no procedure has been scheduled to remove the object. No delay was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. Visual examination of the provided photo identified that the drill tip is fractured off. Fractured tip is not visible within the provided photo. As no product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as device was pictured with tip fractured off. Proposed code: mechanical g04 - drill. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.